Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it, if the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) in 2008 alleging the one touch ultra meter was prompting an error 2 message. The medical affairs specialist mailed a letter on the following month, since the user could not be reached by telephone for further clarification; therefore, this complaint was classified based on the customer care advocate (cca) documentation. The pt reported the meter issue occurred in 2007. After the reported issue, on approx five months earlier, the pt reported symptoms of high blood glucose. She went to the hosp and her blood glucose was tested at over 500 mg/dl. She was treated with IV fluids and admitted. The pt stated she had continued her usual dose of lantus 30 units and humalog on a sliding scale. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved and the pt alleged that she was found to be hyperglycemic after the reported issue.